Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure presented air aspirated. After inserting the farawave catheter into the faradrive sheath and after several aspirations, bubbles continued in the 3-way-stopcock. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was disposed.